Event description:
Device 2 of 2. Reference MFR report 1627487-2011-07070. The pt received a scs system on (B)(6) 2011 consisting of 2 leads from different lots. It was reported on (B)(6) 2011 that the pt has no stimulation and a low impedance reading was observed. There are no reports of pt fall and the pt charger is able to locate the pt programmer (pp) and ipg. Pt follow up indicated reprogramming provided the pt the stimulation in the areas needed. The pt is satisfied with the result and stimulation provided.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.